Event description:
Rptr complains of benign tumors, nervousness, insomnia, migraines, memory loss, arthritis symptoms in ribs, shoulder, hands, fingers and feet, muscle fatigue, swelling of hands and fingers, skin rashes, breast tenderness, burning and sharp pain, fatigue, general aching and stiffness, hair loss, coldness, pain, weight loss, malposition, asymmetry of implants and breast implant movement under arm, constant pain, tingling in fingers of left hand and chest pain.